Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 830515f catheter . The balloon latex was pulled out from under the proximal windings. The straight edge on the proximal end of the balloon latex suggested there was no balloon latex missing. No other visible damage or inconsistency was observed from the catheter body or distal balloon windings. The customer report of ¿balloon damaged¿ was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU cautions that with balloon inflation volumes above 4 ml, in vitro laboratory tests indicated that there is a potential risk of balloon fragmentation with attendant loss of latex material. Inflation of the balloon is associated with a feeling of resistance. If no resistance is encountered and the balloon is not visualized with injection of the angiographic solution, it should be assumed that the balloon has a leak or has ruptured. Inflation should be discontinued and the catheter withdrawn immediately. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, plaque dissection, catheter tip separation, rhythm disturbances, infection, ductus arteriosus rupture, laceration of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incident to the use of atrioseptostomy catheters. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon on a miller balloon atrioseptostomy catheter burst during use in a rashkind catheterization procedure on a 4kg newborn male patient. The device was checked prior to insertion and difficulties to inflate and deflate the balloon were noticed at that time. The physician proceeded to use the catheter and the balloon was inflated with 1ml for the first pass, which was performed without any issues. The balloon burst after the second pass, when the balloon was inflated with 2ml, releasing microbubbles and contrast medium into the heart. The device was not replaced for another one since the procedure was concluded. Due to concern there could be a potential risk of gas embolism, a transformanellar ultrasonography was planned for the patient; however, the customer was unresponsive to requests for the results. The customer reported there were no clinical consequences observed for the patient.